Event description:
It was reported that during a totally occluded, heavily calcified, internal, carotid artery stenting procedure, an acculink stent was implanted. An angiogram was done to check the arterial flow and it was noticed that the acculink stent had jumped leaving 15 mm of the lesion uncovered. Another unplanned acculink stent (8.0 x 40 mm) was used to cover the remaining 15 mm lesion. Reportedly, post-dilatation was performed due to the acculink (8.0 x 40 mm) stent did not expand properly and the procedure was complete. After post-dilatation an angiogram was done and the acculink (8.0 x 40 mm) stent was fully apposed to the vessel wall. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. The additional rx acculink, is being filed under a separate manufacturing report number.